Event description:
It was reported that a small volume intermate had particulate matter. The device was filled with an unspecified antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 to february 26, 2015. Evaluation summary: the sample was received for evaluation. A visual inspection identified white particulate matter floating in the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.